Manufacturer narrative:
The report of a pump stoppage was confirmed based on the information contained in the log file that retrieved from the returned system controller. The system controller log file captured a motor stopped event on (B)(6) 2015 at 2:53 am while the system was supported by a power module. The pump stoppage lasted for approximately 6 seconds during which time the pump power values were captured at as low as 0 rpm. Following the pump stoppage event the pump power values recorded matched what was recorded prior to the event. The returned system controller was functionally tested using the manufacturer''s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming all visual and audible alarms activated when they were induced, and operated on a mock circulatory loop without any notable event captured in the history screen. No functional issue was identified during analysis. The analysis could not determine a specific root cause of the motor stopped event captured in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon review of the submitted log file data a red heart alarm for a pump stoppage event was noted. Subsequently, the patient came back to the hospital for a system controller change. No additional information was received.

Manufacturer narrative:
Approximate age of device - 1 year, 6 months. The device was returned, evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.